Event description:
During a procedure an attempt was made to use one euphora balloon catheter when there was a balloon burst during balloon inflation at 14 atm. The burst occurred on the third inflation. The device was being used to pre-dilate the lesion. The balloon was inflated to 10 atm for 29 seconds, then 12 atm for 9 seconds, and 14 atm for 21 seconds when the burst occurred. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The lesion being treated was a moderately tortuous, severely calcified lesion with 90% stenosis located in the distal left anterior descending (lad) artery. The device did not pass through a previously-deployed stent. There was no resistance encountered when advancing the device, and excessive force was not used during delivery. No patient complications were reported as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.